Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the provided log file. The log file captured a no external power alarm on 20jun2025 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased leading up to the alarm. The alarm resolved within a few seconds when power was restored to the system. No other notable events were observed, and the pump operated as intended throughout the data. The mpu serial number (B)(6) was not returned for analysis. Available information for this event indicates that the mpu remains in use, and that power safety and use of the locking cord was reviewed with the patient and caregivers. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was observed to have been manufactured with a v-lock ac power cord. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured a no external power event on 20jun2025 while connected to mobile power unit (mpu) power. This event was likely caused by the power to the mpu being briefly interrupted. The backup battery (ebb) was used to support the system during these events and motor function was not affected. The patient did not recall the event and did not recall a power outage. Power safety and locking of the power cord were reviewed with the patient and caregivers and the patient would continue to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.